Event description:
Patient was admitted in late 2007 with chief complaint of extreme weakness and cough. Pt had staph aureus bacteremia on admission. In early 2008, an echocardiogram identified thickening of the mitral valve with vegetative leaflets. Mitral valve and dialysis catheter replaced sixteen days later. Patient was discharged to a nursing home nine days later in stable condition. Patient was readmitted approx two and a half monts later, with anemia, volume overload and shortness of breath. Eight days later, an echocardiogram identified multiple small vegetation on the mitral valve and possible aortic abscess. Patient was transferred to the hospital the next day. Two days later, the mitral valve and aortic valve were replaced.